Manufacturer narrative:
Device manufacture dates: monitor - 09/2005. Battery pack - 08/2006. Battery pack - 06/2006. Battery charger - 08/2002. Device evaluations of monitor, battery packs, and battery charger have been completed. The reported problem (device would not start up) was confirmed. The cause of the reported problem was two shorted tantalum capacitors (c9 & c10) on the defibrillator pca within monitor both capacitors had developed an internal short circuit which, in turn, shorted the (+) and (-) battery inputs and resulted in excessive current draw across c9 and c10. The root cause of the capacitor failures cannot be positively identified but was likely random component failures. The shorted c9 and c10 capacitors in the monitor resulted in blown fusses in battery packs and when the battery packs were plugged into the monitor. Battery charger - functioned normally. No adverse event resulted from the c9 and c10 failures. The pt received a replacement monitor, battery packs, and charger.

Event description:
The wife of a male pt called lifecor customer support to report that her monitor would not turn on. The pt changed the battery and it still would not start. Support replaced his monitor, battery packs, and charger for evaluation.